Manufacturer narrative:
Additional information was received indicating that two days following the explant procedure, the patient underwent an MRI of the lumbar spine. The MRI ruled out an epidural abscess or enhancing epidural abscess. The MRI showed two subcutaneous collections described as either a post surgical change vs abscess. The explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the explanted devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The symptoms were pus with signs of meningeal irritation coming from the incisions on the spine and over the ipg site. The patient was administered medication. The physician assessed that the infection was device and procedure related. The patient is recovering and the event is resolving.

Manufacturer narrative:
Additional information was received that there was an infection at both the ipg and lead sites. The symptoms also included severe low back pain and pus discharged from both incisions. The physician did not believe that the infection was due to the charger belt. Meningitis was not diagnosed and the event resolved.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The symptoms were pus with signs of meningeal irritation coming from the incisions on the spine and over the ipg site. The patient was administered medication. The physician assessed that the infection was device and procedure related. The patient is recovering and the event is resolving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 18165623, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The symptoms were pus with signs of meningeal irritation coming from the incisions on the spine and over the ipg site. The patient was administered medication. The physician assessed that the infection was device and procedure related. The patient is recovering and the event is resolving.

Manufacturer narrative:
Additional information was received that the physician suspects the patient may have an allergy to neoprene. There is no neoprene in the implanted devices. Additional suspect medical device component involved in the event: model #: sc-6358-1bk, lot #: 18459353, description: charger belt medium.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The symptoms were pus with signs of meningeal irritation coming from the incisions on the spine and over the ipg site. The patient was administered medication. The physician assessed that the infection was device and procedure related. The patient is recovering and the event is resolving.